Event description:
While positioning pigtail catheter, section of hydrophilic coating dislodged and flowed downstream. Frequency: once. Route: intra-arterial. Dates of use: (B) (6) 2010--(B) (6) 2010. Diagnosis or reason for use: cardiac catheterization procedure.